Event description:
New information noted that the device was explanted and replaced on (B)(6) 2015. The patient was noted to be stable following the procedure.

Event description:
It was reported that upon interrogation of the implantable cardiac monitor, an error message was displayed. Stored data was unavailable. The device remained implanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found an integrated circuit anomaly which resulted in memory corruption. The anomaly found likely resulted in the reported interrogation anomaly.

Event description:
New information from a follow-up visit on (B)(6) 2015 indicated that the device had continued to display an error message upon interrogation.

Manufacturer narrative:
(B)(4).